Event description:
The customer reported that the device has multiple malfunctions related to pacer and shock. There was no info provided regarding pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.